Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and fallopian tube perforation ('perforation') in an adult female patient who had essure (batch no. 882187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lupus erythematosus, autoimmune disorder, menses irregular, heavy periods, vaginal bleeding, spotting vaginal, dysmenorrhea, weight gain, uterine fibroid, paratubal cyst, adenomyosis and chronic cervicitis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), memory impairment ("memory issues") and menorrhagia ("heavy menstrual bleeding / bleeding") and was found to have blood urine present ("blood in urine") and uterine leiomyoma ("fibroid"). The patient was treated with surgery (transvaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, blood urine present, urinary tract disorder, memory impairment, uterine leiomyoma and menorrhagia outcome was unknown. The reporter considered blood urine present, fallopian tube perforation, memory impairment, menorrhagia, urinary tract disorder, uterine leiomyoma and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral tubal occlusion status post essure device placement.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-jul-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and fallopian tube perforation ('perforation') in an adult female patient who had essure (batch no. 882187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lupus erythematosus, autoimmune disorder, menses irregular, heavy periods, vaginal bleeding, spotting vaginal, dysmenorrhea, weight gain, uterine fibroid, paratubal cyst, adenomyosis and chronic cervicitis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), memory impairment ("memory issues") and menorrhagia ("heavy menstrual bleeding / bleeding") and was found to have blood urine present ("blood in urine") and uterine leiomyoma ("fibroid"). The patient was treated with surgery (transvaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the uterine perforation, fallopian tube perforation, blood urine present, urinary tract disorder, memory impairment, uterine leiomyoma and menorrhagia outcome was unknown. The reporter considered blood urine present, fallopian tube perforation, memory impairment, menorrhagia, urinary tract disorder, uterine leiomyoma and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral tubal occlusion status post essure device placement. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.